Event description:
The customer reported a falsely elevated initial troponin I (access accutni) result, above the normal reference range, for one patient involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. The falsely elevated result was released out of the laboratory. The customer did not know if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated the sample was reflexed (automatically retested by the instrument) (critical results are >0.15 ng/ml) and recovered a lower result but above the normal reference range. A second sample was tested on the original and alternate instrument and generated results within the normal reference range. An amended report was issued to the hospital. The customer indicated quality control (qc) was within specification prior to and after the event. No instrument errors were observed at the time of the event. The patient's samples were collected in 13x75 mm tubes and centrifuged at 3,500 rpm (rotations per minute) for six minutes, at room temperature. The samples were stored at room temperature. No sample integrity issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) proactively replaced the sample pipettor, rotor, peristaltic tubing, and wash pulleys. The fse then performed system verification procedures: high sensitivity (hs) system check, precision run, and controls all recovered within instrument and assay specification. No system issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.